Manufacturer narrative:
Additional information: the instrument was received in good condition. The spindle nut is moving by itself when the spindle is in vertical position. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. The involved dimensions are found to be conforming.

Event description:
It was reported that the pelvic reduction forceps were not reducing in line during an open reduction and internal fixation for a patient with an acetabulum fracture. The surgeon informed the sales consultant that the forceps were different than the ones he previously used. The surgeon acquired a different pair of forceps and completed the procedure successfully without delay and no patient harm. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Additional information: subject device has been received and is currently in the evaluation process. A review of device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.